Event description:
An attempt to cross the target lesion was unsuccessful. The stent and guiding catheter were pulled back to the sheath at which point the stent slipped off the balloon into the femoral artery. Biopsy forceps were utilized in an attempt to retrieve the stent. However, the stent moved out of the main femoral artery into a distal sidebranch and the attempt was unsuccessful. The stent was believed to have embolized distally.